Event description:
It was reported that non-sustained lead noise episodes due to far p-wave oversensing were triggered on the device. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.